Event description:
It was reported the patient had an infection. It was noted the patient had an infection from the surgery. It was reported the infection occurred a month prior to call. It was noted the infection had resolved.

Manufacturer narrative:
Concomitant product: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).